Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and perirectal abscess ('injury(ies) or complication please describe: abscesses/perirectal abscess multiple') in a 27-year-old female patient who had essure (batch no: 646522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones, miscarriage, abortion and vaginal delivery (male infant). Previously administered products included for an unreported indication: depo-provera, cytotec and prenatal vitamins. Concurrent conditions included obesity. Concomitant products included naproxen and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced stomatitis ("rashes or skin conditions type: mouth sores/painful blister on lips") with lip blister, 5 days after insertion of essure. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/heavy periods"). On (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). In 2013, the patient experienced perirectal abscess (seriousness criterion medically significant). In 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and hyperhidrosis ("hormonal changes describe: excessive sweating"). The patient was treated with surgery (anticipated removal date in 2019). At the time of the report, the pelvic pain, perirectal abscess, vaginal haemorrhage, menorrhagia, stomatitis, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, back pain, abdominal pain and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, headache, hyperhidrosis, menorrhagia, migraine, pelvic pain, perirectal abscess, stomatitis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: on (B)(6) 2009. Current weight 160 lbs. There were about 2 to 3 coils seen at first on this side and then 4 later. Received treatment for perirectal abcesses multiple. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: total bilateral occlusion. No flow in fallopian tubes 1 occlusion bilaterally. Lot number: 646522, manufacture date: 2009-06, expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received: new event: hormonal changes describe: excessive sweating was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and perirectal abscess ('injury(ies) or complication please describe: abscesses/perirectal abscess multiple') in a 27-year-old female patient who had essure (batch no. 646522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones, miscarriage, abortion and vaginal delivery (male infant). Previously administered products included for an unreported indication: depo-provera, cytotec and prenatal vitamins. Concurrent conditions included obesity. Concomitant products included naproxen and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced stomatitis ("rashes or skin conditions type: mouth sores/painful blister on lips") with lip blister, 5 days after insertion of essure. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/heavy periods"). On (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). In 2013, the patient experienced perirectal abscess (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (anticipated removal date in 2019). At the time of the report, the pelvic pain, perirectal abscess, vaginal haemorrhage, menorrhagia, stomatitis, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, perirectal abscess, stomatitis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: ??-(B)(6) 2009, (b))(6) 2009 current weight 160 lbs there were about 2 to 3 coils seen at first on this side and then 4 later diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. No flow in fallopian tubes 1 occlusion bilaterally. Lot number: 646522 manufacture date: 2009-06 expiration date: 2012-06 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and perirectal abscess ('injury(ies) or complication please describe: abscesses/perirectal abscess multiple') in a (B)(6) year-old female patient who had essure (batch no. 646522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones, miscarriage, abortion and vaginal delivery (male infant). Previously administered products included for an unreported indication: depo-provera, cytotec and prenatal vitamins. Concurrent conditions included obesity. Concomitant products included naproxen and oxycodone hydrochloride; paracetamol (percocet). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced stomatitis ("rashes or skin conditions type: mouth sores/painful blister on lips") with lip blister, 5 days after insertion of essure. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/heavy periods"). On (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). In 2013, the patient experienced perirectal abscess (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (anticipated removal date in 2019). At the time of the report, the pelvic pain, perirectal abscess, vaginal haemorrhage, menorrhagia, stomatitis, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, perirectal abscess, stomatitis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2009, (B)(6) 2009. Current weight (B)(6) lbs. There were about 2 to 3 coils seen at first on this side and then 4 later. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. No flow in fallopian tubes 1 occlusion bilaterally. Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs & medical record received: lot no added. New events - abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: mouth sores, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, weight gain, other injury(ies) or complication please describe: abscesses, abdominal pain were added. Event injury nos was replaced by pelvic pain. . Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.